Manufacturer narrative:
Calibration recovery found to be ok. Qc recovery found to be ok. The fse identified an issue with the measuring cell and replaced it. The investigation determined that the issue found by the fse was the root cause of the event.

Manufacturer narrative:
The field service engineer replaced various parts and performed adjustments. After service, the customer performed calibration and qc with acceptable results. The investigation is ongoing.

Event description:
The initial reporter received questionable elecsys troponin t stat assay results for one patient tested on a cobas 6000 e 601 module. On (B)(6) 2020, the customer reported qc issues, and a field service engineer visited the site. The field service engineer performed system adjustments and instrument checks. The qc was acceptable after service. On (B)(6) 2020, the customer reported further qc issues. The qc before patient testing was acceptable. The patient¿s initial troponin result was reported outside the laboratory. The customer performed repeat testing with the patient¿s sample on another analyzer for confirmation. The patient¿s initial troponin result was 8.75 ng/l, and the repeat result was 6.05 ng/l. The customer determined the repeat result was correct. Troponin reagent lot number was 45954602 with an expiration date of 31-jul-2021.